Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient said they got a new communicator and that communicator wasn't working good. Patient said they were trying to turn stimulation off last night because they had to sleep and took some medicine so they could go to sleep, but they had been "zapped up" all night and was hurting their back. Agent asked, patient confirmed they were needing help getting stimulation turned down or off because stim was too high. Patient tried to connect to the implanted neurostimulator (ins) in the mystim rc app but kept getting the message to place communicator over implant and press connect, then no device response, even after resetting communicator. It was discovered patient was using the old communicator since they couldn't get the new communicator to work last night. Agent had patient do a long button press to turn off the old communicator, then had patient try to connect using the new communicator. Patient placed communicator over the implant and was able to successfully connect to their implant and turn therapy off. The troubleshooting steps that were taken on the call resolved the issue. Pt called back and reported being unable to connect to their spinal cord stimulator (scs) device. They stated that although they were able to connect successfully this morning, the communicator was now failing to connect again. Agent had pt press and hold the communicator's power button; patient confirmed that no indicator lights were visible on the device. Agent had pt try to use the dock's recharger cord to charge the communicator; pt confirmed that the green light started flashing. Agent had pt connect to the mystim app however they were stuck in the connecting screen. Pt then stated that the communicator's green light power indicator went off. Agent had pt try to use a different outlet; pt confirmed that the green light started flashing again. Agent had pt close all app and reconnect to the mystim app; pt was able to successfully connect and access their therapy screen. They confirmed that their therapy was on, and they could feel the stimulation, noting that they were in group b settings at 3.4 ma. The troubleshooting steps that were taken on the call resolved the issue. Pt called back and said they want to charge ins. Pt seemed very confused at equipment usage. After general use explanation, pt now seems to understand the difference between the communicator, the wireless recharger (wr), and the handset. Pt started a charge session with excellent quality during the call and it says ins is very low. Pt will continue to charge up ins. Patient called back and mentioned that the device was not working like it's supposed to. Agent was unable to clarify what device they were referring to. Patient asked assistance with charging the implant. Agent had patient turn on the recharger and patient got a notification "charging excellent". Agent had them connect to recharger application and patient attempted to turn the therapy on but got a message to wait until they get at least 10% charge. Agent reviewed information and advised pt to continue to charge the implant until full.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.